Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2024, an icp microsensor (ID 826631) was implanted. When the physician was about to close the implantation site, the microsensor broke into several pieces after the physician gently pulled the microsensor. Therefore, the sensor was retrieved and the patient's ico could not be monitored.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 7258178 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the catheter received in two pieces; cut/torn apart. No testing possible. The complaint was confirmed. Root cause analysis - the possible root cause for this issue reported by the customer could be due to probe connector housing is impacted by external force and could also be due to mishandling of the catheter.